Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine follow up. During the follow up, the implantable cardioverter defibrillator was unable to be interrogated. A magnet was placed on the device, however, there was no response from the device. Premature battery depletion was suspected as it was believed that the device was at end of service. A possible battery performance alert was suspected although it could not be observed through the programmer. The device was explanted and replaced on (B)(6) 2019. The patient was stable throughout.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.